Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the powerport slim. Post procedure on (B)(6) 2026, an aspiration check indicated that the port was usable, however, something appeared unusual. An x ray evaluation was performed, which revealed that the catheter was disconnected from the port and migrated. Subsequently, the port, catheter lock, and catheter were explanted. The current status of the patient was unknown.